Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 271 mg/dl and 128 mg/dl from her nano meter on (B)(6) 2017 when taken ten minutes apart. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.